Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the stylet would not advance down the pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. There was blood on the stylet/guidewire. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a j-shaped stylet in the lead. A fresh 14-52 white j shaped stylet was able to be fully inserted in the lead without resistance. The returned stylet has kinks at 11 cm and 21.7 cm with blood at various locations on the stylet. If information is provided in the future, a supplemental report will be issued.